Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd discardit¿ ii syringe had leakage past the plunger. The following information was provided by the initial reporter: "when the technician was drawing blood from patient's vein, the blood spilled from behind the plunger."

Manufacturer narrative:
Follow up MDR for device evaluation. The photo was received by bd for evaluation. A quality engineer was able to review the photo of a discardit ii 5ml with 24x1 from lot # 1303354 regarding item # 300847 with the reported issue that blood spilled from behind the plunger. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for leakage and no leakage was found in the ten retention samples. Based on the photograph defect is confirmed. The exact root cause can only be determined if we receive the original sample. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
No additional information.